Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient experienced chest pain one day post implant. It was noted there was elevated threshold and decreased sensing on the right atrial (ra) lead and it was suspected the lead had dislodged. It was further reported there was a perforation. The lead was removed and replaced. No further patient complications have been reported as a result of this event.